Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: - do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together; - do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for a right common iliac artery aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. The procedure entailed implanting the ibe system by going up and over the bifurcation of an aortic-bi iliac surgical graft previously sewn in the patient in 2014 for treatment of an aortic rupture. This was done successfully. The physician desired to extend further into the right hypogastic artery with an additional internal iliac component and the graft was advanced thru the gore® dryseal flex introducer sheath dsf1245 into the hypogastric artery, however wire access was lost so the device had to be removed. Upon removal, the physician felt a very high level of resistance and the catheter tip and olive plug broke off at the trailing olive and the graft deployed unintentionally. The olive tip and device lumen of the delivery catheter could not be located and remain in the patient. The patient tolerated the procedure.

Manufacturer narrative:
Additional/corrected information. (B)(4). Please reference for results of engineering evaluation patient medications include but are not limited to: asa 81mg, cozaar 100 mg., zoloft 50 mg.